Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Implant date: unknown, sometime 5 years ago. The two screws that the heads broke off were in the proximal portion of the plate. The devices were removed. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the reported device was used in surgery on (B)(6) 2017. Five years ago, an operation was performed for distal femur fracture. This time the surgeon operated on the patient to take out implants. (Both operations were performed at the same hospital). Lcp (locking compression plate)-plt (proximal lateral tibial plate) 5 hole had been implanted upside-down. At the time of the implant surgery, the patient had suffered from rheumatism and knee joint had bound. It is conceivable that a surgeon used lcp-plt5 due to the difference of knee joint form. Screws had been inserted in every hole except the most proximal hole, and most of them had protruded about 5mm to 10mm. The operation was planned to extract only two screws which had been inserted in (c )hole and (d) hole in which the patient had felt pain (reported in (B)(4)). The driver tip is inside the body but the status is good. This complaint involves 2 parts. Concomitant medical products: unk lcp-plt5 plate: (part # unknown, lot # unknown, quantity 1); screws: (part # unknown, lot # unknown, quantity 2). This report is 1 of 1 for (B)(4).